Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to the patient experienced poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.